Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle upon power on. The customer advised that the device would continuously reboot itself before the boot cycle could be completed. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle upon power on. The customer advised that the device would continuously reboot itself before the boot cycle could be completed. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control replaced the system pcb assembly, which resolved the reported issue. After completing other unrelated repairs to the device, physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle upon power on. The customer advised that the device would continuously reboot itself before the boot cycle could be completed. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.